Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase in thresholds due to lack of slack was noted on the right ventricular (rv) lead. It was noted the patient appeared to have no muscle tissue to get a "solid" anchor of the suture sleeves in the pocket. The lead was revised and remains in use. No patient complications have been reported as a result of this event.